Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the locking knob of the a1059 mayfield modified skull clamp slipped on (B)(6) 2019. When the patient was in the head clamp and was ready for the chiari malformation procedure, the doctor moved the patient for a better angle/approach. Due to this, the locking knob slipped. According to the doctor, he has done this procedure 100 times and this was the first time the problem occurred. There was no patient injury or adverse consequence noted. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device history record review could not be performed since the lot and serial numbers were not provided. The reported complaint was unconfirmed. Root cause analysis could not be performed. Device identifier # (B)(4).